Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2534) was confirmed. The electrode belt was unable to complete a puck 3 falloff test. The cause for service code was due to defective ECG string causing the faults. The root cause for the service code 2534 was the defective ECG string. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.